Manufacturer narrative:
The check of the DHR did not show any anomaly on the (B)(4) smr glenospheres manufactured with the lot # involved (201009990). Of this lot #, (B)(4) glenospheres manufactured were surely implanted and no other complaint was received on this lot #. We received the x-rays taken after the surgery performed in (B)(6) 2014, after the fall in (B)(6) 2014 and the ones taken pre and post surgery performed in (B)(6) 2016. We did not receive the explanted device. The analysis of the available x-rays by a medical expert highlighted that the metal back baseplate implanted in (B)(6) 2014 was approximately 10 mm too high on the glenoid bone, preventing the proper tightening of the glenosphere screw (in detail, the eccentric lip of the glenosphere has impinged against the native face of the glenoid inferiorly thus preventing the full seating of the glenosphere onto the metal back baseplate and preventing proper fixation). The glenosphere, being loose, has easily rotated after the trauma of (B)(6) 2014. According to the medical expert analysis, more likely, the traumas occurred in (B)(6) 2014 and in (B)(6) 2016 played a minor role in the glenosphere rotation, that was mainly caused by a suboptimal implant. (B)(4). No corrective action has been planned for this specific event. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
The patient had the 1st shoulder revision surgery on the (B)(6) 2014: on this date a copeland resurfacing prosthesis was revised and a smr reverse prosthesis (limacorporate) was implanted. In (B)(6) 2014 the patient fell on this elbow; from the x-rays taken after the fall, the glenosphere appears to be attached to the metal back but rotated of 180 degrees from its original positioning. No revision surgery performed at that time. The patient had a second fall in (B)(6) 2016 that caused pain and led to revision surgery, performed on the (B)(6) 2016. Event occurred in (B)(6).